Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support. Reportedly, the customer has an alternate pump available as alternate insulin therapy.